Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. Troubleshooting included using dry, folded washcloths between the antennae and the heart device to create greater distance. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.